Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
A reassessment of the event reported through this report concluded that multiple previously reported events represent a single occurence of an event. For this reason we consider that event reported through this report represents a duplicate of the event reported through MDR 1020279-2017-00634.

Event description:
It was reported the patient presented with abnormality of gait; synovitis and tenosynovitis; left knee pain during the month/years following, left tka. The patient underwent an aspiration of the left knee.